Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil protruded from the catheter tip upon removal. Vascular access was obtained via contralateral approach involving stent graft. The target lesion was located in the moderately tortuous internal iliac artery. A 4mm interlock-35 was selected for use. During procedure, the angiographic catheter was advanced however the coil could not be detached in the il detached point. Subsequently, the coil was pulled out and noted to have protruded from the catheter tip upon removal. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The delivery and main coil were returned for this complaint. The delivery and main coil were not interlocked. The main coil was found kinked and stretched. Blood was noticed in the device. The delivery wire was inspected, and no anomalies were noted. No more damages were found in the returned device. Microscopic inspection was performed on delivery wire. The proximal end has a smooth surface. The interlocking arm was inspected, and no damages were found. Microscopic inspection was performed on the main coil. The proximal end has a smooth surface. The interlocking arm was inspected, and no damages were found. Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specifications.

Event description:
It was reported that coil protruded from the catheter tip upon removal. Vascular access was obtained via contralateral approach involving stent graft. The target lesion was located in the moderately tortuous internal iliac artery. A 4mm interlock-35 was selected for use. During procedure, the angiographic catheter was advanced however the coil could not be detached in the il detached point. Subsequently, the coil was pulled out and noted to have protruded from the catheter tip upon removal. The procedure was completed with a different device. No patient complications were reported.